Event description:
It was reported that the asymptomatic patient was presented for follow-up with low impedance on the ventricular lead. Upon opening the pocket, the lead was twisted and exhibited an abnormality. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that the outer coil was compressed in the middle section which was consistent with clavicular crush damage. The inner insulation was also damaged. The caused the short between coils and contributed the reported low impedance.